Event description:
A hospital in (B)(6) reported that three mr250 chambers 'cracked on the plastic molding near base' during use. The hospital has further reported that two chambers have been disposed. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that three mr250 chambers 'cracked on the plastic molding near base' during use. The hospital has further reported that two chambers have been disposed. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently attempting to retrieve the complaint device. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned to the manufacturer. Attempts to retrieve the complaint device and additional information have been unsuccessful. Without the return of the complaint device or detailed information, we are unable to confirm or determine what may have caused the problem observed by the customer. Should we receive the complaint device or further pertinent information at a later stage, we will provide a follow up report.